Event description:
Literature was reviewed regarding sinus rhythm maintenance after repeat catheter ablation. The primary endpoint was a composite of all-cause mortality, heart failure (hf) hospitalizations, or strokes within three years after the initial or repeat catheter ablation. The authors described patient deaths; however, the causes of death were unknown. There is no allegation of ablation procedure-death relatedness indicated in the article; however, the relatedness has been requested, but not yet received. There were patients who experienced hf hospitalizations and strokes within three years of the ablation procedures. Hf hospitalizations were defined as an admission to a hospital for more than 24 hours due to worsening hf, and required intravenous medication for hf (including diuretics, vasodilators, or inotropic agents) or an increase in the oral diuretic treatment for hf. Procedural complications included one cardiac tamponade, one major bleeding event, gastric hypomotility, and phrenic nerve palsy. The status of the catheters is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: is sinus rhythm maintenance after repeat catheter ablation effective in patients with atrial fibrillation and heart failure with preserved ejection fraction? Journal of cardiovascular electrophysiology. 2024; 35:2452¿2459. Doi: 10.1111/jce.16464. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.